Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead was not capturing and had decreased sensitivity. The lead had dislodged and was repositioned. The patient was stable post procedure.